Event description:
My omnipod 5 devices stops giving insulin. I have had 5 pods fail recently. Insulet does not return phone calls or answer email with how to solve the problem or give warranty replacements. FDA safety report ID# (B)(4).